Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the patient went into cardiorespiratory arrest. This occurred after the da vinci system was undocked and the patient's skin was closed, and there was no evidence of damage or injury during the procedure. The patient was a cardiac patient who decompensated after the procedure. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.